Event description:
It was reported that the patient underwent ablation and subsequently there was loss of capture in the right ventricle (rv). It was planned to reprogram the cardiac resynchronization therapy defibrillator (crt-d) to provide anti-tachycardia pacing in the left ventricle and minimize the rv output. The rv lead remains in service.